Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing up on due now tab under patient profile. A technical support specialist (tss) had remapped priority code ¿1¿ to standard priority code prn. This change was retroactive, all orders with priority code ¿1¿ will reflect under the prn tab on the pyxis system. Customer had confirmed the update was working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not showing up on due now tab under patient profile when user removing medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.